Event description:
It was reported that patient had an infection with a burning sensation in her legs. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).